Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device did not completely cut the patient¿s tissue. Another device was used to complete the procedure and there was no injury to the patient. The device was returned and initial investigation discovered that less than 1mm of the leading edge of the knife blade was damaged and missing. The customer confirmed that nothing fell into the patient¿s cavity.

Manufacturer narrative:
(B)(4). The knife cut was tested on simulated tissue with unacceptable results. The blade was inspected under magnification and the leading edge of the blade was found to be missing. Damage to the back of the jaw was observed and this is consistent with a bent blade hitting the back of the jaws. The initial knife edge damage occurs when the user engages the cutting mechanism over clips, staples, or other metal objects. The investigation identified the root cause of the broken knife blade to be user error. The IFU instructs the user to not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur.